Event description:
A customer reported positively biased results for the vitros psa assay during a correlation study between the vitros psa assay and a non-j&j assay. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient samples were involved and there was no report of patient harm as the result of this event.

Manufacturer narrative:
Investigation into this event showed that the psa results from the vitros assay had an overall mean bias of +33% compared to a non j&j method during a correlation study. It is known that the vitros psa assay has a systematic positive bias due to preferential detection of the complexed antigen. The assay performed according to specifications. The root cause of the event is a known bias of the assay.